Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
T was reported to medtronic minimed that the patient experienced hyperglycemia. The high blood glucose event was 600 mg/dl after the sensor stopped working. The patient was disconnected from the pump while in the emergency visit and received manual insulin injections to bring blood glucose down. The event involved product(s) mmt-342, mmt-1884, mmt-431ag. The patient was hospitalized for less than 24 hours while symptoms of feeling unwell, headache, and weakness. At the time of the call, the patient was at home with a blood glucose of 142 mg/dl, not wearing a sensor, and waiting for a replacement sensor. The patient declined further troubleshooting, stating the sensor had already been replaced. No product return or replacement was initiated during the call. No further patient complications were reported. No product return is required for mmt-342, mmt-1884, mmt-431ag.